Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) over infused during infusion. In this event, calcium gluconate 1g/50ml was initiated to run over one hour; however, it was observed that when the pump displayed that there was 20 minutes remaining, the bag was completely empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.